Event description:
The event is reported as: the customer alleges that after a few days of placement, the catheter leaked from the flashback window near the injection site. The catheter was removed and changed to intravenous anesthesia. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.